Event description:
Reporter indicated that pt underwent ncp system replacement surgery due to lead discontinuity and a subsequent increase in seizures activity approximately 8 months after undergoing generator replacement surgery. Both the lead and generator were replaced. Device diagnostic test results at the time of previous generator replacement surgery are not documented, therefore it is not known when the reported lead discontuinity occurred or whether the lead was damaged during the generator replacement surgery. Report is incomplete because no response has been received to manufacturer's request for additional information from treating neurologist.